Event description:
Information received a smiths medical atory infusion pumps/cadd solis vip pumps - 2120 had alarmed code lec 41541. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event. Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, error 41541 appeared on the app and in the event log. The error was caused due to an inoperable latch lock sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.